Event description:
Caller reported a malfunction on the pump, identified by malf 12, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that a replacement pump with updated software would be sent to them, and they acknowledged the instructions to return the problematic pump. The customer planned to continue using the current pump as backup therapy until the replacement arrived.